Event description:
The event involved a clave® connector and occurred on an unspecified date. It was reported that chemotherapy spilled out of the clave and onto the patient. The chemo came in contact with patient and with unprotected chemo exposure to the patient. The healthcare provider wearing ppe. Chemo was on shirt and skin, shirt removed, and skin area cleansed with soap and water. The chemo spill was cleaned up per facility protocol. The leakage noted with injection cap. The was no report of adverse event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
One (1) used and one (1) new samples list #c1000, clave were returned for evaluation. As received in the used sample a stick down was observed and unknown chemotherapy residuals. No mating device was returned. The new microclave was tested as per procedure finding no internal, external leaks or anomalies after the test. The used sample was dissembled finding a torn on the side of the seal, no additional anomaly was found. Complaint of leaks can be confirmed based on the damage observed on the seal. The probable cause is typical due to incorrect angle of entry during use. The dfu states: access connectors straight on (without angled or sliding entry). A history review for the lot was reviewed, and no discrepancy, anomalies or no nonconformance were identified that might lead the condition reported by the customer.